Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd controller. The customer states at the time of inspection, the outer coating of the power cable was found ruptured and the inner copper wire was exposed. There was no pt involvement.

Manufacturer narrative:
Submit date: 11/08/2013. An investigation is currently underway. Upon completion, the results will be forwarded.